Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited "nda alarm". It was also reported that "nda firmware" was installed prior to alarm. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported. During investigation cassette was attached to the device and ran with no issues. Investigators could not duplicate the reported issue of "no disposable" alarms. According to the investigation, service recalibrated the upstream sensor as preventive measure.